Event description:
It was reported that difficulty removal was encountered. An opticross 18 imaging catheter was selected for use. During procedure, the catheter was advanced over the wire and the pop aneurysm was noted. Fluoroscopy was performed to check the catheter location and the physician continued advancing. Moreover, the image was lost and the catheter was coiled in the aneurysm. When trying to remove the catheter, this was done with some difficulty but successfully. The procedure was completed with a different device. The device was removed intact. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed several kinks in the imaging window assembly in the distal end. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area of the telescope. Imaging core windup began 19.00 cm from the distal end of the connector shaft. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that difficulty removal was encountered. An opticross 18 imaging catheter was selected for use. During procedure, the catheter was advanced over the wire and the pop aneurysm was noted. Fluoroscopy was performed to check the catheter location and the physician continued advancing. Moreover, the image was lost and the catheter was coiled in the aneurysm. When trying to remove the catheter, this was done with some difficulty but successfully. The procedure was completed with a different device. The device was removed intact. No patient complications were reported.